Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with the distal end of the channel cover disengaged. The damaged cover prevented proper clip loading and formation during a functional evaluation. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality specifications. Replication of the observed damage may occur if the distal end of the device is subjected to excessive manipulation during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was still able to squeeze the handle(s) when the issue occurred, but the clips coming out of the device were not closed, and were systematically projected into the animal.